Event description:
Pt undergoing laparoscopic roux-en-y gastric bypass operation. Harmonic scalpel quit working half-way through the surgical procedure. The harmonic scalpel was removed from the operating table and replaced with a new harmonic scalpel.